Event description:
The reporter indicated that during a follow-up check the lead impedances were high. A chest x-ray interpretation states that an "insulation break is noted on both leads". The reporter also stated that the thresholds were poor (high) bipolar and adequate unipolar.